Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of pads to continue treating the pt. Complainant indicated that the pt subsequently expired.